Event description:
A us distributor contacted zoll to report that a patient had a red rash from stickers used in the hospital and the lifevest irritated the area. There is no indication that the lifevest caused or contributed to the hospitalization. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed a cream for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.